Manufacturer narrative:
If implanted, explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that tecnis symfony multifocal intraocular lens (model zxr00 +18.0 diopter) had loading issues, folding issues and a crack in the lens. The reported event was observed after insertion into the eye. The lens was removed using duet forceps. Reportedly, the incision was enlarged during this procedure. Another lens, same model and size was used as the replacement for the patient. Patient has recovered. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.